Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the surgeon was not able to implant the left tmj devices due to changing the patient¿s anatomy. A second surgery will be performed.

Event description:
It was reported that the surgeon was not able to implant the left tmj devices due to changing the patient¿s anatomy. A second surgery will be performed.

Manufacturer narrative:
The reported event could be confirmed as CT scans were provided to stryker, showing the patient's post-operative anatomy with the left tmj devices not implanted. The surgeon reported that he did not implant the left tmj devices due to changes in the patient's anatomy on the left side. The surgeon closed the side and ordered new left tmj devices. The engineering department reviewed the postoperative CT scan and proposal plan imaging and reported that the patient initially had some free-floating zygoma (the patient experienced a trauma), which healed between the original and post-op scans. Remodeling around the fossa component and healing of the arch bone is natural and expected. However, the surgeon saw this change was significant and decided not to implant the left side. In conclusion, the reported event is attributed to the patient's condition. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.